Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that patient underwent insertion of a perigee mesh, miniarc urethral sling due to cystocele and sui on 8/1/08. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
Patient codes: (B)(4)-cystocele, nocturia additional narrative: it was reported that the patient underwent mesh excision on (B)(6) 2009 by dr. (B)(6). It was reported that following the procedure patient experienced cystocele, stress urinary incontinence, refractory urge incontinence, urgency, urinary frequency, nocturia, hematuria, urinary tract infection and hunner ulceration (bladder inflammation).